Event description:
It was reported that the leads exhibited relatively high pacing impedances. Each lead was tested in multiple ventricular locations, multiple times both unipolar and bipolar. In each incidence the impedance was above 1600 ohms and often measured above 2000 ohms. A new lead was implanted. No patient complications have been reported as a result of this event. It was further reported on a medwatch 3500a report the leads did not appear to function properly when they were implanted. There was abnormally high lead impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.